Event description:
It was reported that the lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.